Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 350 mcg/day via an implantable pump. It was reported that the patient's first pump was implanted in 2003. A pump replacement occurred in 2018. The date (B)(6) 2022 is considered an approximate date of pump implant (specific year known only). On (B)(6) 2022 a pump refill was performed and they removed 2.9 ml of fluid / drug which was consistent with the expected volume given by the physician programmer. The low reservoir volume alarm was set to occur on (B)(6) 2022. On (B)(6) 2022 another pump refill was performed. They removed 4 ml of fluid from the pump reservoir on (B)(6) 2022 which was consistent with the expected volume given by the physician programmer. The low reservoir pump alarm was set to occur on (B)(6) 2022. From (B)(6) 2022 the patient's spasticity symptoms returned. A catheter exam was performed on (B)(6) 2022 which didn't show any anomaly, but the surgeon was not able to remove any fluid from the pump. The surgeon questioned if this could be a mistake at the last refill like a pocket fill. The pump was refilled and the patient was well since this last refill. The next pump refill was planned to occur on (B)(6) 2023. No surgical intervention occurred and it was unknown if surgical intervention was planned. The issue was resolved as of (B)(6) 2022. The patient was without injury regarding their status as of (B)(6) 2022. The patient's medical history and weight at the time of the event was unknown or would not be made available. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2022. The cause of the return of spasticity and inability to withdraw fluid from the pump was not determined. No further actions were taken or planned to resolve the issue / inability to withdraw fluid from the pump as the patient was fine. The pump and catheter remain in use. As per the company representative, the customer was asked to inform medtronic in case of changes and to keep the device if it is explanted in the future. The serial number of the pump associated with the event was reported as (B)(4) however, this serial number is not found in the manufacturer's device registry. Follow-up is being performed to clarify the serial number of the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump serial number was clarified as being (B)(6)